Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no similar complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse reported that during a cataract removal with intraocular lens (iol) implant procedure, the leg of the iol was observed to be broken. The broken lens was removed and a new lens was inserted. It was noted that the patient experienced postoperative corneal edema and intraocular pressure increase. It was further stated, however, that the patient experienced "no damage". Additional information has been requested.